Event description:
The customer reported that the system displayed a communication failure error message outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The system was tested and found to be working as intended and put back into service.